Event description:
The manufacturer received information alleging a ventilator service required occurred. There was no harm or injury reported. The device was replaced by another device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's buzzer was replaced to address the issue. Additional findings not related to the malfunction/issue were a final test, battery and valve checks, and run in tests performed on the device. The device was cleaned and operating properly.